Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 7351807 number, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 27, 2023. In addition to the right sided deflation reported initially, the patient also experienced left sided baker grade ii/iii capsular contracture. Device replacement was performed with explant. The mentor failure analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) on (B)(6) 2023 mentor became aware that the device, reported as unknown, was a mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501670, lot #7351807, serial #(B)(6). This was erroneously omitted from the initial report submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on november 2, 2023. Explant is scheduled for december 5, 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation revision with an unknown smooth mentor saline prosthesis experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient had an event with her previously set of implants reported under 1645337-2023-12238.